Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after using manual stapler to divide the bowel and re-anastomose on laparoscopic right hemi colectomy, patient was brought back 6 days later with leak at ileocolonic anastomosis. There was an unanticipated tissue loss, extended incision and additional operation was performed as a result of this problem.